Manufacturer narrative:
Corrected b5 of initial report: this report is 1 of 2, for the first hook for hook handle (cev2295a) reportedly used during this event and is related to mfg# 3003249645-2024-00053.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 2, for the first 380mm dia5mm hook handle (B)(6) reportedly used during this event and is related to mfg# 3003249645-2024-00053: it was reported that "during a hysterectomy, the hook melted." This happened twice. It was reported that no part detached from the hook. There was no impact to the patient, as staff could complete the surgery with a third hook. Surgery time was increased by five minutes.

Event description:
N/a.

Manufacturer narrative:
The hook for hook handle (cev2295a) was returned for evaluation: evaluation of the hook verified the complaint reported by the customer as valid. The blue coating had melted at the end of the hook. It was determined that the melting of the hook was likely due to too high of voltage being applied.